Manufacturer narrative:
The insulin pump was received no button response due to flattened express bolus and escape button dome switch. No moisture damage was found on the electronics, motor, battery tube and vibrator noted. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 129 mg/dl. The customer stated the buttons are stuck, and they do not work. The customer also stated that the device was exposed to rain. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.